Event description:
Ett airway adaptor became disconnected from vent, causing pt to be disconnected from ventilator. It was discovered that the ett size adaptor was not tightly connected to the "y" adapter. When the nurse went to re-connect it was noted that a small clear rubber ring that had fallen off the adapter was noted to be in the ett. The adapter was removed and a new device assembled and attached. There was no harm to the pt.